Event description:
It was reported that the monitor was not getting any power when using a brand new power supply. It was further reported that a different power supply was used and the monitor worked.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.